Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was powered on, the display froze at the six images screen. The issue was caused by the single board computer (sbc) printed circuit board (pcb). The sbc pcb was replaced and the device passed all testing.

Event description:
It was reported that when a ventilator was turned on, the display froze at the six images screen. There was no report of patient involvement.